Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board (acb) and power management board were replaced to resolve the issue. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.